Manufacturer narrative:
This report is being filed to update the describe event or problem field.

Event description:
It was reported that this patient underwent kidney transplant and post-surgery when this subcutaneous implantable cardioverter defibrillator (s-ICD) was checked an error code battery depletion was seen. Technical services (ts) reviewed the device data and noted that the error message was a result of multiple magnet applications. No further changes were made and the device remains implanted with no issues. No adverse patient effects were reported.

Event description:
It was reported that this patient underwent kidney transplant and post-surgery when this subcutaneous implantable cardioverter defibrillator (s-ICD) was checked an error code battery depletion was seen. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was a result of magnet detections. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient underwent kidney transplant and post-surgery when this subcutaneous implantable cardioverter defibrillator (s-ICD) was checked an error code battery depletion was seen. No adverse patient effects were reported. The device remains implanted. This report is being filed to update the additional manufacturer narrative field of this report.